Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. Unrelated to the complaint, the pump's history showed a loss of prime with a low non-zero force. During testing, a rewind, load, and prime sequence was performed successfully without loss of prime. Investigation revealed the force sensor and the force resistance measurement were within specification. The pump was opened, and no defect was found on the force sensor or circuit boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).